Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pain experienced by the patient was not directly related with the 035/145/3mm amplatz super stiff¿ guide wire. During insertion of the new drainage system, resistance was encountered at the bunched coating (jumped coil) part of the device. The physician pushed the tube a little stronger to advance the device and caused the patient to feel pain. The guide wire was checked and it was noted that the coating of the part with the jumped coil was partially peeled. The guide wire was slightly twisted helically. No segment of the device remained in the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. The abscess was located in a mildly tortuous vessel in the abdominal cavity. A 035/145/3mm amplatz super stiff guide wire was used for an abscess drainage procedure. However, the patient experienced abdominal pains. All devices were removed from the sheath. It was noted upon visual check that the blue coating of the amplatz super stiff guide wire was peeled and in the state of being swelled. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has the corewire unraveled and also it was received unpainted in one section, as part of overall visual revision. The returned device matches with upn provided by the customer. Visual inspection revealed the device has the distal tip elongated and bent, also it has the coil peeled, damaged and jumped coil in this section (21cm from the distal tip). The overall length and the outer diameter of the distal tip couldn't be measured due to the device condition (coil and distal tip elongation). The outer diameter of the middle and proximal section of the device were measured and were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. The abscess was located in a mildly tortuous vessel in the abdominal cavity. A 035/145/3mm amplatz super stiff guide wire was used for an abscess drainage procedure. However, the patient experienced abdominal pains. All devices were removed from the sheath. It was noted upon visual check that the blue coating of the amplatz super stiff guide wire was peeled and in the state of being swelled. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was good.